Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b2 marked as death and required intervention to prevent permanent impairment/damage. After review, it was determined that these options were incorrectly selected in section b2. Nothing such has occured to the patient. In this report, section b1 has been updated to reflect as product problem only. Section h1 has been updated to reflect the malfuction. Section g2 has been also been updated as foreign, consumer to reflect the correct information.